Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler rust. A definitive root cause could not be identified. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use the subject device cable protector falls off, and the inside of the protector was exposed. No patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use the subject device cable protector falls off, and the inside of the protector was exposed. No patient harm reported.